Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Reportedly, the customer had been using off label insulin within their pump supplies. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 342 mg/dl.